Event description:
Customer reported back and shoulder injuries attributed to the handling of the lh700 series diluent. This diluent is packaged in 20l containers. An operator was reported to have an injury that required medical attention of shots and pain medication due to bruised bursae. The date of the injury is unk. As of (B)(6) 2008, the operator had recovered and no additional treatment was required.

Manufacturer narrative:
The shipping weight of each lh700 series diluent 20l product is 21 kg. Customer initiated corrective action by purchasing carts to use when moving the lh700 series diluent. A field service engineer (fse) was not dispatched, as the event is concerning the diluent, not instrument performance. A complaint search identified that there have been no other reported events in the past 12 months for injuries due to the transport of the lh700 series diluent 20l product. Root cause may be attributed to operator transporting and handling of the lh700 series diluent 20l product. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.